Event description:
It was reported that the pump had not worked for about a month. The patient experienced increased pain. The pump was filled with saline in early 2009. Surgery was scheduled but was rescheduled to a later date. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.